Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that when it was attempted to start an outpatient visit an abnormal sound was noted from the programmer and the programmer was unable to function. Also, unable to confirm that interrogation with the programmer was not possible. No other anomalies were found. Reconfigured hard drive, reloaded and updated software and the programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when it was attempted to start an outpatient visit an abnormal sound was noted from the programmer and the programmer was unable to function. It was also reported that interrogation with the programmer was not possible. There was no patient involvement.